Manufacturer narrative:
The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as the physician noted that his research concluded capsular block syndrome as the cause of the reported events and clarified that each complaint's associated iol was not causative. Based on this information, the device did not cause/contribute to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the reporter for further investigation. The patient was diagnosed with glaucoma. The reporter declined to provided the lens information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), there was an opacification on the optic on the implanted lens. The patient reports a deterioration in visual acuity and contrast. Additional information was requested.